Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor's office that the cgm was not communicating with the patient's phone and the patient was hospitalized. No symptoms, treatment or other details were provided. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.